Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Cardiac tamponade during the implant attempt of the subject lead was reported by the physician. Additionally, it was reported that difficulties were incurred when fixing the lead in the ventricular septum, which included fixing issues and dislodgement, so the lead was positioned and fixed in the apex with satisfactory lead measurements. Soon afterwards the patient¿s blood pressure showed a sudden drop from 200 mmhg to 120 mmhg and her condition worsened. Echocardiography showed bleeding into the pericardium and the occurrence of cardiac tamponade, which suggested cardiac perforation with the screwvine 52sep. Drainage was performed to remove the blood accumulated in the pericardium.

Event description:
Cardiac tamponade during the implant attempt of the subject lead was reported by the physician. Additionally, it was reported that difficulties were incurred when fixing the lead in the ventricular septum, which included fixing issues and dislodgement, so the lead was positioned and fixed in the apex with satisfactry lead measurements. Soon afterwards the patient¿s blood pressure showed a sudden drop from 200 mmhg to 120 mmhg and her condition worsened. Echocardiography showed bleeding into the pericardium and the occurrence of cardiac tamponade, which suggested cardiac perforation with the screwvine 52sep. Drainage was performed to remove the blood accumulated in the pericardium.